Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no objective evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker declared a false positive signal artifact monitoring (sam) episode due to atrial fibrillation (afib) on the right atrial (ra) lead. In addition, the pacing impedances were 1400 ohms. This pacemaker and ra lead remain in service. No adverse patient effects were reported.